Event description:
It was reported that during an unknown procedure, the device was firing unformed clips. Unknown how the case was completed. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Instrument a: clip track. Instrument b: ejected clip. Eval summary: the analysis results for the mcl20 instrument (a) confirmed that it was returned non-functional. The instrument was cycled and formed 1 conforming clip and ejected the remaining clips. Upon disassembly of the instrument, the clip track and the pusher spring were found misassembled, therefore, not allowing the proper feeding of the clips into the jaws. The analysis results for the mcl20 instrument (b) confirmed that it was returned non-functional. The instrument was cycled and ejected the remaining clips. Upon disassembly of the instrument, the clip track as found to be damaged, therefore, not allowing the proper feeding of the clips into the jaws. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.